Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of total gastrectomy, the surgeon started firing the device to the small intestine, however, the firing stopped halfway. The surgeon returned the knife to the initial position and noted the resection stopped halfway. The procedure was completed with another reload.